Manufacturer narrative:
A.2., b.5.: new information b.2.: new information. Based on the additional information received, this event no longer meets reportability requirements, and the previous outcome reported of "required intervention to prevent permanent impairment/damage" no longer applies. The manufacturer internal reference number is: (B)(4).

Event description:
Follow-up information received on 05nov2021 states that consumer experienced painful red eye, light sensitivity, watery discharge and blurry vision. The consumer was found to have reduced visual acuity and a residual corneal scar in the right eye, and the consumer was diagnosed with a peripheral corneal ulcer 1.0 mm in size.). Consumer sought medical attention on (B)(6) 2021 & (B)(6) 2021, the consumer was prescribed with tobramycin, dexamethasone and moxifloxacin hydrochloride drops. The consumer temporarily stopped contact lens wear during the event. The symptoms were resolved and consumer has resumed the lens-wear part-time.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by the consumer who is a frequent user of this product since 10 years, on (B)(6) 2021 a consumer reported a corneal ulcer in the right. The consumer discontinued contact lens wear and treated with antibiotic for two weeks. The consumer resumed contact lens use again for one day, however, the day after the consumer experienced another corneal ulcer. Subsequently, the consumer stopped wearing the contact lenses for two weeks and treated with antibiotic. Also, reported using the product for the past years and "never over wear, re-use and or sleep in the lenses". Additional information has been requested for this event but not yet received.